Event description:
It was reported that the radiation field on the 6800 system is too large and the kvp measures low. This was identified as a physicist discrepancy. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The kvp was checked and found to be within specification, but the collimator sizing required adjustment. Adjustment made to the collimator. The system was tested and found to be working as intended and placed back into service.